Event description:
Pushing hazardous medication into ivpb and drug dripped out. Possible crack in syringe hub or drug spiro. There was no harm to the a patient, it occurred in preparation in the hood and we just made a new infusion for the patient.